Manufacturer narrative:
(B)(6). Investigation summary: bd received a sample and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for red foreign material within the flash chamber with the incident lot was observed. Additionally, visual inspection of the customer samples was performed and red foreign material within the flash chamber was observed, as well as traces of material on the tip of the IV cannula and on the sleeve of the np (non-patient) cannula. Bd also observed that the sleeve of the np (non-patient) cannula had been previously pierced. Ftir testing and microscopy analysis confirmed that the material was consistent with blood. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® flashback blood collection needle. The following information was provided by the initial reporter, "user reported blood in flash back needle before using." 3 occurrences were reported.